Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the high number of short interval counts was suspected to be due to oversensing in the unipolar configuration. The rv lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a high number of short interval counts. It was also noted that the rv lead had diminished r waves in the bipolar configuration. The rv lead remains in use. No patient complications have been reported as a result of this event.